Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor resistor. Insulin pump was received with displayable history check failed on startup alarm in the history file. Displayable history check failed on startup alarm due to corrupted history file. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind test. Unable to perform prime/compromised force sensor system test and excessive no delivery test due to motor error alarm. Insulin pump had cracked display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed displayable history check failed on startup. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.